Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.

Event description:
Affiliate reported that the valve was implanted in the patient, they tested the valve to see if it would drain, however, no drainage of csf was observed. They then proceeded to aspirate the valve. The aspiration marks can be seen on the round (bulb) section of the device. After they aspirated the valve started to work, however, they had to explant the valve 4 months later as it failed to continue working.